Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was a level that was displayed as ¿high¿; however, a specific value was not provided, and the contact was unable to provide a meter bg reading at the time of the event. As a result of the auto-bolus, customer's blood glucose (bg) level lowered and was displayed as ¿low¿; however, a specific value was not provided. Customer required assistance consuming carbohydrates and went to the emergency room (ER) and was subsequently hospitalized in the intensive care unit. Customer was treated with intravenous fluids of saline and was released from the hospital 2-3 days later (customer doesn't recall exact date) with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.